Event description:
Reportedly, the pt had a procedure done in the year 2000 [type unk]. At some point prior to 2003, the pt began complaining of persistent pain. Testing revealed some tacks used in the year 2000 surgery were found to be adhered to the small bowel. A surgeon removed the tacks. No untoward pt sequelae.